Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they got a critical pump error. The blood glucose level was unknown. Troubleshooting was performed. Customer also stated that the battery in the pump was low but nothing happened to the pump. The product will be return for the analysis.

Manufacturer narrative:
Device received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. Device received with corroded motor home switch.